Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided; cause was unknown. Reportedly, due to the elevated bg, the customer alleged that they went into diabetic ketoacidosis and began vomiting. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change. Recommendation was made to consult with healthcare provider regarding diabetes management.